Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast reconstruction revision with two 685cc mentor memoryshape breast implants. Post-operatively, the patient was diagnosed with bilateral breast skin thinness. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On february 5, 2026, mentor received additional information that indicated that the patient is to have possible nipple reconstruction and fat grafting procedure on an unspecified date.

Manufacturer narrative:
On february 25, 2026, mentor received additional information that indicated that the patient was also diagnosed with breast pain.

Manufacturer narrative:
On december 12, 2025, mentor received additional information indicating that the patient developed right breast neuropathy and breast pain on (B)(6) 2025. On december 17, 2025, mentor also received additional information indicating that the patient also developed bilateral breast seromas on (B)(6) 2025 and breast sensation change/burning pain on (B)(6) 2025. The patient required bactrim prescription for five days.